Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient was admitted to the intensive care unit for traumatic fracture of the lead. It was reported this resulted in pulseless ventricular tachycardia requiring 30 minutes of cardiopulmonary resusitation in the intensive care unit. A new system was implanted. A CT scan of the patient's head showed no acute intracranial abnormalities. At his last device check, the patient was reported to be doing fine. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the lead was explanted and replaced due to non capture and apparent fracture. No patient complications were reported as a result of this event. Additional information received reporting that another child fell on patient at a party. Patient dizzy and lightheaded, though seemed okay for about 8 hours. Then complained of "dizziness and jerkiness while playing video games." Had 2 more episodes of near syncope and transported to hospital. Physician was contacted regarding "patient's irregular rhythm, indicating malfunction of the pacemaker." Patient would have episodes where twave would sense, but device would inhibit and long episodes of pauses. Ventricular sense threshold questioned because of lack of escape rhythm. Chest xray done with no lead fracture observed, but did look as though lead had stretched.